Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported after the angio-seal device was used for a right femoral artery puncture, there was no bleeding confirmed and the patient was returned to the room. After 20 hours of recuperative period, bleeding was observed, therefore, the puncture site was sutured. Hemostasis was successfully achieved by the surgical procedure. Although the anchor and collagen were found just outside the vessel wall, they were discarded by the surgical department. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7fr. The puncture site was distal to the inguinal ligament of the right common femoral artery, and the vessel diameter was 6mm. Blood loss was less than 250cc. There was non-serious health damage to the patient, however the patient recovered. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.